Event description:
Balloon burst at 6 atm. No patient injury.

Manufacturer narrative:
The lot history record of this product was reviewed and no anomalies were detected. All product testing was within specification. As the product could not be returned for analysis, the root cause of this failure mode could not be determined. This information will be fed into our post market surveillance process and if the product does become available, further investigation will be carried out.